Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. A 2.5x16mm taxus liberte stent was implanted in the mid lad (left anterior descending). Approximately six months later, the patient presented with 75% stenosis at the distal edge of the taxus liberte stent in the calcified and moderately tortuous mid lad. A percutaneous coronary intervention (pci) was performed. Direct stenting was performed and a 2.5x12mm taxus liberte stent was advanced to the lesion but the physician was unable to cross the proximal part of the lesion due to calcification. Ballooning was performed with a 2.75mm balloon and the physician tried again, but was still unable to cross the lesion. The procedure was completed with a different device. No further complications occurred. Patient's condition listed "good."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.